Event description:
While performing a hysterectomy procedure using the pks plasmasord device, the silicone sealing gasket from inside the morcellator shaft detached and fell into the pt's abdomen. The surgeons saw it at the tip of the element and were able to retrieve it using a grasper. There was no pt harm.

Manufacturer narrative:
This device is currently still under investigation and testing at our facility. As a result, a determination cannot be made at this time. When further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.